Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the forearm. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation and was inflated initially at 14 atmospheres. However, during the second inflation at 11 atmospheres for about 1 minute, the balloon ruptured. As patient had allergy on contrast media the procedure was performed again and completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen. The balloon was loosely folded. There was a longitudinal tear 30mm long starting at the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the forearm. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation and was inflated initially at 14 atmospheres. However, during the second inflation at 11 atmospheres for about 1 minute, the balloon ruptured. As patient had allergy on contrast media the procedure was performed again and completed with a different device. No patient complications were reported.